Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition, the cartridge pan was noted to be dislodged and with damage on the pan surface, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. When the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) occurs at the moment of the firing, the cartridge will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected of fgqa. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the cartridge would not stay seated in the device prior to use. The customer opened another like device to complete the case with no pt consequence.